Event description:
It was reported that this right ventricular (rv) apex lead was explanted due to oversensing, isometric noise, and pacing inhibition with asystole less than two seconds. A new lead different model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is returned, analysis will be completed, and this report will be updated with pertinent information at that time.